Event description:
It was reported that the patient underwent a posterior lumbar fusion surgical procedure. It was reported that the driver broke during pedicle screw insertion. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed driver inner shaft an approx. ~45 mm portion of the shaft is broken off at the distal end of the instrument, and not returned for analysis. Driver hex tip found to deformed, consistent with torsional overload. Initial thread of mas head engagement thread found to be damaged, consistent with bending stresses. Fracture surface analysis identified a fairly brittle fracture with river lines, and no indication of fatigue. Inspection of relevant dimensional and material hardness specifications found the instrument to be within print specification. The above observations are consistent with bend stress overload.